Event description:
It was reported that lead diagnostics showed low impedance values for the scs lead. The physician plans on replacing the pt's scs ipg. No additional information is available at this time.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.